Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The device's bridge board and a flex cable were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.